Manufacturer narrative:
H.10: model and serial number of the affected clamp has been provided and added to the dedicated d.4 section. The manufacturing date of device has been added accordingly in h.4 section.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the customer did not reproduce the reported error. The device is in use at the customer site and the reported issue did not recur. Thus, an user error in connecting/configuring the clamp to the whole system cannot be excluded as possible root cause of the reported error.based on the information provided from the field, the device is in use at the customer site since september 2021 and the issue did not recur. Thus, a malfunction of the device is reasonably ruled out and an user error is the most likely root cause of the problem. Therefore, the reportability decision changes to not reportable event.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp gave an error message and could not open or close. The issue was identified during priming. There was no patient involvement.